Event description:
Customer reported that she "never felt the needle going underneath her skin" and as a result her bg has been over 300 mg/dl. No product was returned for evaluation.

Manufacturer narrative:
Since the pod was not returned for evaluation we are unable to confirm any product malfunction or defect that may have prevented the needle mechanism from firing properly. A needle mechanism failure would inhibit insulin delivery and lead to hyperglycemia. This scenario would be considered a failure of the device to perform its intended use, however, this conclusion cannot be drawn since no product was returned for investigation. The omnipod user guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted." The user guide further warns to "check the infusion site often to make sure the pod and soft cannula are securely applied and in place. If the cannula is not properly inserted, hyperglycemia may result". Product lot qualification records were reviewed and determined to have met all acceptance criteria.